Event description:
It was reported that during a da vinci si hysterectomy procedure, arcing from the monopolar curved scissors (mcs) instrument with the mcs tip cover accessory installed occurred, causing a burn to the patient's uterus which was being removed as part of the surgical procedure. Upon removal and inspection of the mcs instrument, the surgical staff discovered that the tip cover had a hole. The planned surgical procedure was completed.

Manufacturer narrative:
On (B)(4) intuitive surgical, inc. (Isi) received additional information regarding the reported event from the initial reporter. The initial reporter indicated that the surgeon was approaching the patient's anatomy from the opposite side to work on ligaments when the arcing event occurred. A valley lab electrosurgical unit was used during the surgical procedure and the mcs instrument was in use for approximately ten minutes, prior to the arcing event. During the surgical procedure, the monopolar curved scissors (mcs) instrument did not make contact with any other instrument. The mcs instrument and tip cover were inspected prior to use. A gauge pin test was also performed to inspect the cannula prior to use. The initial reporter indicated that she did not know what caused the arcing event and that no video recording of the surgical procedure is available. The initial reporter indicated that she does not believe that the patient has returned to the hospital due to experiencing any post-surgical complications.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed that the tip cover had hole, indicating that an arcing event occurred. The hole in the tip cover was located .38 from the distal tip and was approximately 0.02 in diameter. No other damage was found. This complaint is being reported due to the following conclusion: arcing from the mcs tip cover accessory installed on the mcs instrument occurred. Intuitive surgical, inc. Has made several follow-up attempts to obtain additional information concerning the reported event; however, no additional information has been received. A follow-up medwatch report will be submitted to the FDA if additional information is received.